Event description:
It was reported that the customer's cgm value on the home screen did not match the value displayed on the bolus menu. Customer's blood glucose was 311 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.